Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited, average flow volume decreased, gas leakage from the 2nd duct line, failure of the electro pneumatic proportional valve and failure of the 1st pressure reducing valve. There were no reports of patient harm.